Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found no abnormality in the test. A device history review (DHR) was completed, and no issues were identified. This issue is addressed in the instructions for use (IFU): precautions for disappeared or frozen endoscopic image. Important information ¿ please read before use: [warning]. If the endoscopic image disappears unexpectedly or the frozen image cannot be restored during an examination, immediately stop using the camera head and withdraw the endoscope from the patient according to section 5.3, ¿withdrawal when any irregularity is observed¿. Continued use of the endoscope under this condition could result in patient injury, bleeding, and/or perforation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported during preparation/prior to sedation that the subject camera head had an abnormal image. There was no harm or injury reported.